Event description:
During use of a 6x150mm powerflex pro pta catheter, it was reported that the balloon ruptured during inflation at its nominal pressure. The powerflex pro was exchanged for a savy pta catheter in order to complete the procedure. There was no patient injury. The target lesion was a left superficial femoral artery with moderate calcification, mild tortuosity, and 100% stenosis. Contralateral approach was made and the lesion was crossed with a non-cordis guidewire. Pre-dilatation was conducted with a 4mm x 40mm aviator plus balloon catheter. After that, a 6x150mm powerflex pro pta catheter was delivered to the lesion. The physician had no difficulty removing the device from the hoop, or removing the protective balloon cover and stylet. The device prepped normally. There were no kinks or other damages noted prior to inserting the device. There was no resistance/friction experienced while inserting the device to the lesion, however, there was some difficulty crossing the lesion. At the lesion, the powerflex pro was inflated normally. However, it ruptured at its nominal pressure. The contrast media and contrast ratio are unknown. The indeflator was used successfully with other devices. The device did not kink while being used. The powerflex pro was easily removed from the patient without resistance/friction. It was found to be intact. It was exchanged to a 6x100mm savvy balloon catheter. Two smart stents were placed in the lesion and post- dilatation was conducted. The procedure finished successfully. There was no patient injury and the patient is currently fine. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during use of a 6x150mm powerflex pro pta catheter, it was reported that the balloon ruptured during inflation at its nominal pressure. The powerflex pro was exchanged for a savvy pta catheter in order to complete the procedure. There was no patient injury. The target lesion was a left superficial femoral artery with moderate calcification, mild tortuosity, and 100% stenosis. Contralateral approach was made and the lesion was crossed with a non-cordis guidewire. Pre-dilatation was conducted with a 4mm x 40mm aviator plus balloon catheter. After that, a 6x150mm powerflex pro pta catheter was delivered to the lesion. The physician had no difficulty removing the device from the hoop, or removing the protective balloon cover and stylet. The device prepped normally. There were no kinks or other damages noted prior to inserting the device. There was no resistance/friction experienced while inserting the device to the lesion, however, there was some difficulty crossing the lesion. At the lesion, the powerflex pro was inflated normally. However, it ruptured at its nominal pressure. The contrast media and contrast ratio are unknown. The indeflator was used successfully with other devices. The device did not kink while being used. The powerflex pro was easily removed from the patient without resistance/friction. It was found to be intact. It was exchanged to a 6x100mm savvy balloon catheter. Two smart stents were placed in the lesion and post- dilatation was conducted. The procedure finished successfully. There was no patient injury and the patient is currently fine. The device was not returned for analysis. Review of lot 15731095 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristic (moderate calcification, and 100% stenosis) and procedural factors (difficulty crossing the lesion) may have contributed to the reported burst. Neither the information available nor the DHR suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30 days upon receipt. Concomitant devices: 0.014 chevalier, fmd and gaia, asahi intecc guidewires were used, everest, medtronic indeflator, aviator plus 4mm x 40mm balloon catheter, two smart stents, and 6/100mm savvy balloon catheter replaced powerflex.